Manufacturer narrative:
(B)(4). The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2018, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprosthesis using a gore® dryseal flex introducer sheath. The device was reportedly inserted from the patient's right side. After the catg was implanted, it was reported the right external iliac artery was dissected. A metal stent was implanted to repair the dissection. It was reported the dissection was caused as a result of the fragile external iliac artery. There was no information about resistance during the advancement or withdrawal of the sheath. The patient tolerated the procedure. No further information is available.